Manufacturer narrative:
When the product support engineer (pse) noted the case was in the queue with no caller. The pse called and left a voicemail advising the customer to call back if assistance is still needed. Review of the service history, there have been no subsequent call placed to philips for this issue. A follow up call was placed to the customer yielding no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of inhalation transducer auto-zero. Customer reported that there was no patient involvement.